Event description:
It was reported that this event occurred in the anesthesiology department. The catheter was placed by a new physician out of residency and this was his first time using this product. Upon removal of the catheter, it reportedly "sheared". The remaining portion of the catheter was removed successfully and the patient was discharged to home with no complications, injury, or death reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.